Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range. The rise in shock impedance was potentially due to calcification and was noted to be a gradual rise over the past year. Technical services (ts) recommended performing a shock to test the lead and measure the impedance. This lead remains in service. No adverse patient effects were reported.